Event description:
Zoll customer support was notified of a pt death via an email from zoll billing. Per zoll billing, the pt's husband reported that the pt was wearing the device at the time of death. The pt's husband also reported that the device was not working.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has not yet been completed. Due to the lack of a data download from the monitor, the investigation into the pt death is still underway. A supplemental report will be sent upon completion of device eval and death investigation. Device manufacture date: monitor sn (B)(4): 03/2012; electrode belt sn (B)(4): 08/2012.